Event description:
The customer reported that he experienced high blood glucose results while wearing a pod. He was not certain of the date that the event occurred. He stated that his results ranged form 13.5 mmol/l to 14 mmol/l (243 mg/dl to 252 mg/dl), and that the cannula looked bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. .